Event description:
It was reported that the pump won't turn on. Customer¿s blood glucose was 360-361 mg/dl. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.